Manufacturer narrative:
B4: (B)(6) 2021. The field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint however the issue was verified in the diagnostic report. The fse replace the blower motor to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The blower motor assembly was returned to the manufacturer for failure evaluation. The blower was tested, and the customer's complaint was not verified. Returned part passed all testing. No-fault found.

Event description:
It was reported to philips by a customer that the unit was showing temperature alarm notifications. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.